Manufacturer narrative:
Evaluation summary: received for evaluation was one stylet with the hub detached. The stylet is part of the export advance catheter, the export advance catheter was not returned and no original packaging received. As received, the stiffening stylet is coil wrapped and the stylet hub is detached from the stylet wire. The adhesive inside the hub is visible and location of where the stylet wire was adhered in the adhesive is visible. There appears to be adhesive present inside the hub. Root cause for detachment not evident. (B)(4). Two lot numbers were provided for the complaint device, lot#0007568295 and lot#0007568297, but the correct lot number could not be confirmed by the account.

Event description:
The physician was attempting to use an advance aspiration catheter during a procedure to treat a lesion in an unknown vessel. During operation the physician removed the stylette from the export advance aspiration catheter for blood aspiration. At that time, he noticed that the blue-colored hub unexpectedly came off from the stylette of the export advance. The hub detached when the physician attempted to remove the stylet prior to aspiration. The detachment occurred when the stylette was being removed from the aspiration catheter. The stylette was removed successfully, and the relevant device was continuously used and blood aspiration was completed without issue. All parts of the stylette were successfully removed from the patient. Intervention was not required. There was no adverse event to the patient.